Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. The catheter was kinked at the distal section and it was unraveled close to the bushing. The device was returned without the over-sheath. Microscope examination was performed, and there were hits found at the top and inside of the bushing and the bushing tabs had different measurement. Dimensional examination was performed on the bushing outside diameter, and it was within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that both sides a and b were found to be out of specification, indicating that the customer faced difficulty releasing the clip from catheter. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure on (B)(6) 2021. During the procedure, the clip was able to grasp and lock on the tissue but failed to release from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure on (B)(6) 2021. During the procedure, the clip was able to grasp and lock on the tissue but failed to release from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.